Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this device exhibited unintended behavior associated with a software update. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific developed an additional software update for the accolade family designed to correct the unintended behaviors. Boston scientific will release this additional software in your country following applicable regulatory approval. Risk review: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled (rmd). Technical services (ts) was consulted, and upon review it was noted that the device data revealed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service.